Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was having difficulty connecting the charger to the ipg. It was also reported that the patient was experiencing soreness at the ipg site and was too uncomfortable to get the charger to connect with the ipg. The physician believed that the ipg was flipped in the pocket. The patient underwent a revision procedure wherein the ipg was repositioned and made more superficial to the surface of the skin. No device malfunction was suspected. The patient was reportedly doing well postoperatively.